Event description:
Customer reports that they had a pt with a strong anti-d which resulted in the following sample to react in a false positive antibody screen. The customer suspected the false positive reaction was a result of the strong anti-d so she repeated the false positive antibody screen and rec'd a negative antibody screen result. The customer saved the sample with the strong antibody as she expected a formal workup would be performed. In general carry-over events cannot be excluded if applying instrumentation with a design layout, that is amongst others, also true for tango optimo. This matter is also displayed in its specifications. Despite coated needles as well as rinsing steps, such a phenomenon may occur in very rare cases, is usually based on a sample-specific reaction and can be caused by a high protein level in plasma (induced by severe sickness or application of drugs) or antibodies with a high titre. Since any specimen being conspicuous due to a positive abs result should undergo retesting and because any abs- positive sample from a blood donor should be excluded from transfusion, no serious threat neither for pt nor user of device may arise due to a carry-over event.

Manufacturer narrative:
In accordance to the results obtained at the customer site, testing at bmd confirmed a carry-over event from one well into the following one occurring during sequential pipetting of different blood plasma caused by the tremendous titre of antibody present in the original sample. Each pipetting step of individual samples is followed by a rinsing step of the corresponding needle resulting in a dilution biological residues by approx. 1:1000. In general this dilution factor is sufficient to prevent a detectable transfer of material into the following specimen.